Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the right ventricular (rv) lead was beyond the expected upper range. Oversensing due to short interval counts (sic) was also observed. Twenty one non-sustained episodes (nst) with ventricular cycle length <(><<)> 220 ms were seen between (B)(6) 2014. A lead failure predictor triggered on (B)(6) 2014 for sic and nst. Right ventricular capture management on (B)(6) 2014 and prior indicate acceptable thresholds. Rv pacing impedance was steady at 450 ohms through (B)(6) 2014 and then rose out of range (> 3000 ohms) starting (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead showed no capture. It was also reported that there may be a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
High rv impedance was also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.